Event description:
It was reported the light source did not project images. The issue occurred at preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for physical evaluation, and the customer's reportable malfunction was not reproduced. However, the lamp hours were found to exceed 500 hours. Based on the results of the investigation, it is likely that the abnormality occurred due the lamp life, resulting in a dark image or one that was not displayed. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.